Event description:
(B)(4). This unsolicited case from united states was received on 12-dec-2017 from an other non-health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency had increased pain and after 3 days had aspiration of knee. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df (injection), once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis for the right knee. On (B)(6) 2017, 3 days after the injection, patient presented with an infusion and increased pain and returned on the same day for an aspiration of the knee. It was sent off for synovial analysis and the practitioner recommended the patient to take diphenhydramine hydrochloride (benadryl) twice a day. On (B)(6) 2017 there was a follow up to the patient to go over the labs and the patient indicated he was nearly 100% better. Corrective treatment: diphenhydramine hydrochloride for increased pain and aspiration of knee for knee effusion. Outcome: recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who has received synvisc one injection in left knee from the recalled lot and later experienced knee pain and effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.